Manufacturer narrative:
(B)(4) date sent 6/25/2024 d4 batch # unk b3: exact date is unknown. Year is assumed to be 2024. Event date is june 4th. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information received: at this time, no reoperation was performed. The sound of the washer cut off was confirmed when firing, and tried to remove the device, but the device could not be removed and tried to remove the device by tilting 90 degrees to the left and right. The device could not be removed so the device was removed forcefully. The doctor commented that because the anastomosis was performed at a high position (just far enough to reach the shaft of the cdh25p), it was possible that the mucosa may have been entrapped during insertion of the circular, which may have caused it to be dislodged. Used in laparoscopic sigmoidectomy procedure change of the procedure= none staple formation cannot be clearly determined. After removed, leakage occurred from two staple-on-staple areas of the dst anastomosis plus one area at another site (total of three areas). This unable to determine whether the staple was dislodged (malformed) when it was forcibly pulled out or whether the staple was malformed at the time of dst anastomosis. The washer and ring were confirmed the sound of washer separation was confirmed, but the washer itself was not visually confirmed. The doctor's opinion he commented that when anastomosis is done at a high position, it may be difficult to pull out. The reason was that when inserting the circular from the anus, there is a higher possibility of involving the mucous membrane, which may affect the anastomosis. .no leakage has occurred as of 6/11. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device could not be removed as usual. The surgeon removed the device forcibly from the patient. Leak test confirmed leaks in three places. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.